Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon noticed scissored clips when applying clips to the cystic artery or duct. They were removed successfully. A similar device was used to complete the case. There were no patient consequences.